Manufacturer narrative:
Visual inspection found the speaker and the unshielded twisted pair (utp) wiring do not present any fault. The cable of the remote speaker (between the piic central station and the "sound controller") was disconnected on the computer side. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected db25 connector. The reported problem was confirmed. A philips field service engineer (fse) reconnected the db25 connector on the computer of the central station to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address state:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips patient intellivue information (piic) classic upgrade indicating that, at the level of the "kitchen", no sound alarm was reported. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.